Event description:
Hill-rom received a report from the account stating the bake not set alarm was alarming. The vest was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support had the account check the brake switch and the power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account reseated the peizo to the power control board to resolve the issue. Based on this information, no further action is required.